Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that about 2 weeks ago the patient felt like there pain was getting worse with their stimulation on. Prior to that there was no issue. The patient turned their stimulation off and their pain slowly got better. The patient left it off till earlier this week and turned it on and noted her pain got worse when it was on, so she shut it off. The patient is scheduled for an appointment to see their rep on (B)(6) 2018. There were no external factors noted by the patient. The patient is going to try a different program after the weekend and the patient will be seen on the (B)(6). No further complications were reported. No additional patient symptoms were reported. Additional information was reported that the cause was unable to be determined. The impedances were an all within normal limits >1000 ohms. The patient is going to try different programs over the next several weeks with different parameters to see if any help at all. The patient did say before all this happened she took a blow to her back at a wedding when two very large revelers fell into her. The issue has not been resolved. No further information was reported.